Manufacturer narrative:
Trackwise ID 785876. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to tw 784977 the hospital reported that during an endoscopic vein harvesting procedure during inspection the vasoview hemopro vh-3500 insulation missing tip was missing. No patient harm.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 03/22/2023. An investigation was conducted on 03/29/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact, with no peeling observed on either jaw. There were no visual defects observed on the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated jaw" was not confirmed. The lot # 3000296021 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure during inspection the vasoview hemopro vh-3500 insulation missing tip was missing. Nothing fell in the patient. The jaws were closed during the insertion. No resistance was noted. A new device was used. No procedural delay. No patient harm.